Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of fatigue and uncontrolled high heart rate during exercise. Upon interrogation, it was found that the patient's pacemaker was over-sensing due to an undetermined cause. Episodes of inappropriate mode switching were noted as well. No programming changes were made. The patient was stable.